Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patients ipg would not hold its charge and kept getting infected. It was believed that the infection was not device related. The patient underwent an ipg explant procedure. No further information could be obtained.